Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the bolus history and bolus totals in the total daily dose history were discrepant. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: during investigation, the pump¿s bolus history was reviewed and showed that 0.3 u of a programmed 4.30u bolus was delivered on (B)(6) 2015 due to a eaw-167 rf timeout warning; a fully delivered 4.00u was showed to follow immediately; 0.6u of a programmed 1.60u bolus was delivered on (B)(6) 2015 due to a eaw-167 rf timeout warning with a fully delivered 1.00u followed immediately. During testing, the pump successfully performed a 10 u audio bolus and 10u normal bolus. Both were accurately recorded in the pump's bolus history and total daily dose history was found to calculate correctly. The pump was paired with a test meter and a bolus was delivered from the test meter to the pump with no errors or warnings occurring. The complaint of a history settings issue was not duplicated during the investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.